Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, scope communication error code e226 occurred, image flickering and linear noise appears in images was observed. The regional repair center indicated that the most likely cause of the error code e226 occurs due to failure in the rx module, image flickering due to deformation of the receptacle pin. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.